Manufacturer narrative:
The patient underwent driveline repair on (B)(6) 2017 which was reported under MFR report # 2916596-2017-01446. Approximate age of device- 4 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced low flow and low speed alarms. The manufacturer's technical service representative reviewed the submitted log file and found multiple pump stops and low speed advisories between (B)(6) 2018. The patient is not a surgical candidate and will remain on a ungrounded patient cable. A log file was submitted for review on 9nov2018 and showed no unusual event starting from (B)(6) 2018. The patient previously had a driveline issue and underwent driveline repair on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Low speed and pump stop events were captured on (B)(6) 2018 3:40pm - 1:52pm. The events corresponded to low speed and low flow hazard alarms and occurred while the system was connected to the power module. The account reported the patient will remain on an ungrounded patient cable and is not a surgical candidate. The patient remains ongoing on vad support. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that driveline x-ray revealed a small loop in the percutaneous lead around the outflow graft.